Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation the helix was broken at 52 cm distance from the tip of the catheter. The broken part of the helix was sent outside of the catheter the collecting bag was also attached to it. The tube had a hole at 61cm from the tip of the catheter. After opening the catheter another 9 cm of broken helix was winded up to the handle. Therefore, the investigation is confirmed for the reported helix break. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 03/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the distal superior femoral artery, the catheter allegedly became stuck in calcium plaque and did not appear to be suctioning. There was no reported patient injury.